Event description:
It was reported that during a lobectomy, the handswitch did not work. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/19/2007. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no anomalies were noted with the hand activation feature of the instrument. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.